Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. (B)(4). Additional information received: the stapler blocked while it was used with the 2nd reload ecr60w. - it was not performed the emergency maneuver, - the surgeon does not use often this kind of device, - the device is not available for being analyzed, - the procedure was converted to open. At the end of the procedure the device was removed manually with bistoury and suture. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What type of procedure was being performed? What vein was the device being fired on? During which firing stroke (which activation of the firing trigger) did the device stop (1st, 2nd, 3rd, or 4th)? Were any clips being used in the area of the firing? What troubleshooting steps to were tried to open and remove the device? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, the stapler blocked and did not fire any clip; the stapler was blocked on the vein. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery? Hepatic tumor. What type of procedure was being performed? Left lateral sectionectomy. What vein was the device being fired on? Suprahepatic vein. During which firing stroke (which activation of the firing trigger) did the device stop (1st, 2nd, 3rd, or 4th)? The device stopped before the 2nd firing closed on the vein and they couldn¿t fire or reopen it. Were any clips being used in the area of the firing? No. What troubleshooting steps to were tried to open and remove the device? They tried to reopen the stapler but they couldn¿t in the correct way, so they pushed down the red button and tried to move the trigger of the stapler for the emergency step, but they couldn¿t because the trigger was blocked. The stapler remained closed on the vein and they converted from laparoscopic to open procedure. What is the current status of the patient? Good.